Manufacturer narrative:
The device lot number was not reported despite due diligence; therefore, a device history record could not be performed. A shipping history revealed 25049907 and 24920254 as potential lots present at the customer facility. A review of the device history record of the two lot numbers confirmed that the devices met all material, assembly and performance specifications. The subject device is not available for analysis; therefore, analysis could not be performed. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a 73cc prostate gland. During convective radiofrequency water vapor thermal therapy procedure, the patient had a total of 5 treatments delivered. Two treatments were delivered in each lateral lobe and one in the middle lobe. There were no device issues encountered during the procedure. The patient passed a void trial three days post procedure and went into urinary retention the day after. The patient passed a void trial four days post urinary retention onset symptom. The patient returned 8 days post the index procedure with urinary tract infection (uti) that was treated with antibiotic and resolved. The physician believed that the uti resulted from either the instrumentation of the prolonged need for a foley given the recent instrumentation. The patient is still experiencing pain in the tip of the penis and rectum when urinating; however, no treatment is currently necessary for the pain. The pain has improved but not resolved. The physician is concerned for a prostatic process (abscess/stone) and considering a cystoscopy versus MRI. There was no further information provided.

Event description:
It was reported that the patient had a 73cc prostate gland. During convective radiofrequency water vapor thermal therapy procedure, the patient had a total of 5 treatments delivered. Two treatments were delivered in each lateral lobe and one in the middle lobe. There were no device issues encountered during the procedure. The patient passed a void trial three days post procedure and went into urinary retention the day after. The patient passed a void trial four days post urinary retention onset symptom. The patient returned 8 days post the index procedure with urinary tract infection (uti) that was treated with antibiotic and resolved. The physician believed that the uti resulted from either the instrumentation of the prolonged need for a foley given the recent instrumentation. The patient is still experiencing pain in the tip of the penis and rectum when urinating; however, no treatment is currently necessary for the pain. The pain has improved but not resolved. The physician is concerned for a prostatic process (abscess/stone) and considering a cystoscopy versus MRI. There was no further information provided.